Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer states he inspected the device and replaced the breath delivery unit pcb (bdu). Customer states the unit passed extended self testing. Customer states he will send part to pb for investigation.

Manufacturer narrative:
Npb not authorized to repair/evaluate device. Customer reports repair complete, bdu replaced, testing passed and unit back in service for a week without problems. Customer states part will be sent to npb for investigation.